Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Clinician reported what appears to be noise on the atrial channel in recordings transmitted to home monitoring. Noise intermittently appears on far-field channel as well. Lead evaluation and evaluation of potential emi sources with patient recommended. Lead remains implanted. No adverse events reported. Should additional information become available, this file will be updated.